Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported a divergence between sensor glucose and blood glucose values, sensor updating/sg not available alert, and transmitter issues. The blood glucose value of 400 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020la and mmt-7911na. Troubleshooting was performed. The customer was reporting a discrepancy between the sensor glucose value of 60 mg/dl and the blood glucose value of 400 mg/dl, which was not within range. The customer states that the insulin delivery was not suspended due to the divergence between sensor glucose vs. Blood glucose values. No harm requiring medical intervention was reported. No product return is required for mmt-7020la. Mmt-7911na was requested and customer response was the device will be returned.

Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.